Event description:
Pt was receiving subcutaneous infusion of dilaudid using baxter ap!! Pump with baxter sub-q-set -infusion tubing and needle-. Infusion set was due for change. When nurse removed adhesive disk from pt's skin, needle was missing. Area under dressing was wet. Pt had been requiring increasing amounts of narcotic over 2 days prior to change of infusion tubing set. When new needle and tubing were applied, pt's opiod requirement was reduced from 6mg/hr to 4mg/hr with excellent relief.